Manufacturer narrative:
(B)(4). Physio-control provide the customer with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was due to an electrically shorted integrated circuit (ic), designator u14 on the digital pcb assembly. Legs 8 and 9 were shorted which depleted the internal hybrid layer capacitor (hlc) batteries and prevented the device from powering on.

Event description:
The customer contacted physio-control to report that their device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.